Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had low blood glucose levels. The customer states they received no delivery alarm. The customer's blood glucose level was 30mg/dl and had to go to the hospital. The customer states their levels were over also 500mg/dl. The customer was assisted with set change. The customer declined to troubleshoot for the lows.